Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during cataract surgery with intraocular lens (iol) implant procedure, the lenses did not unfold correctly. There are four medical device reports associated with this file. This report is associated with the 4 of 4 files.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. Photo provided shows an activated company device, 2 blister trays, a closed lens case and a carton. There also appears to be one haptic visible in the photo. The reported complaint cannot be observed from this photo. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.